Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted zero needles and two partial sutures in a retainer. The retainer was inspected with no abnormalities. A tactile and microscopic inspection of the suture was performed with no abnormalities. The foil was inspected with light assisted microscopy with no abnormalities. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Unfortunately, because no sealed samples were received, a needle attachment test could not be performed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively, the device had a packaging issue, the device broke. Upon unpacking, the needle and thread was separated/disconnected from each other.